Event description:
It was reported that a healthcare professional (hcp) applied a abbott diabetes care (adc) device sensor and the needle of the adc device stuck in the customer's skin. There were no symptoms reported. The sensor was removed by a hcp. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.